Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display, after being exposed to moisture. Customer's blood glucose level at the time 126 mg/dl. Customer also reported having blood glucose levels that rose to 500mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. Unable to perform the displacement test due to the blank display anomaly.